Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the connector on the battery was damaged and could not be connected to the controller. The battery was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the battery's connector is damaged and not able to connect to the controller. The battery, bat206249, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery met specifications; the device passed visual examination and functional testing. The results of the analysis revealed that the battery was able to adequately connect to a controller; all connections were stable with no abnormalities observed. No failure detected. The battery was able to adequately connect to a controller; all connections were stable with no abnormalities observed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.